Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the returned width plate was found damaged, which can impact the fitting of the blade. Additionally, the cable had contact issues due to damage and the motor had signs of oxidation.; however, the repair was not completed per customer instructions and the device is to be scrapped. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the dermatome does not work. The dermatome blade does not fit. Another dermatome changed, and this works with same blade. Investigation found the width plate and cable were damaged. No adverse event was reported as a result of this malfunction.